Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed available programmed settings. Ts discussed troubleshooting options and recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.